Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 years and 1 month after dental implant was installed in intraoral region 10#, its loss of osseointegration was observed. The patient presented poor bone quality/quantity (bone type ii).